Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was also reported that an unspecified malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.